Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was over-sensing noise causing pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Correction: previously reported g3 should have been (B)(6) 2022 rather than (B)(6) 2022.

Manufacturer narrative:
Correction: previously reported g3 should have been 14 feb 2022 rather than 23 jan 2022. Initial MDR reportable aware date should have been 23 jan 2022 rather than 8 feb 2022.